Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3987a, lot# lc3455, implanted: (B)(6) 2004, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported loss of stimulation therapy coverage in arm and return of pain. The patient stated that she was implanted for arm pain and the therapy was supposed to cover the entire arm. The patient said her "arm is going totally out" and clarified this to mean she's only able to feel a little bit of stimulation in her hand, but nothing in her elbow to her shoulder. The patient said she had been reprogrammed for this by a manufacturer representative but that he no longer worked for the manufacturer. The representative was able to provide pain relief again, but then it went away shortly afterwards. The patient says that the representative told her that the battery seemed to be good but the ¿leads¿ were going out. The patient said she had ¿like 11 leads¿. The difference between leads and contacts (electrodes) were reviewed with the patient. The patient clarified the statement stating that the representative told her that some contacts have gone out and soon the others would too. The representative told her that the battery should just be replaced too since it would need to be replaced soon. The patient stated that this occurred a couple weeks ago, and confirmed (B)(6) 2017. The patient was redirected to their physician and physician listings were sent, as the patient did not have a physician. The indication for implant was peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.